Event description:
Detached header reported. Additional information received indicates high impedance and capture loss observed previously. Device was reprogrammed to resolve. Patient reports active lifestyle and that he "fell down very hard about two years ago."